Event description:
Healthcare professional reported left side exchange "due to patient's concern with product", later reported "ruptured". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.